Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred. During troubleshooting with tandem technical support, the alarms were cleared, and insulin delivery was resumed successfully. Reportedly, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 200mg/dl.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 200mg/dl.